Event description:
Edwards received notification from our affiliate in germany. As reported, a patient underwent an implant of a valve (unknown), by transfemoral approach. As reported, while introducing the esheath into the vessel, the physician detected a ''crack'' on the tip of the esheath. There were difficulties inserting the esheath into the patient. To prevent injury, the esheath was not used. A new esheath was opened and used. No harm to the patient. Per pre-decontamination observation, the distal tip of the esheath was split.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: the sheath liner was not expanded. The distal tip was partly opened. Distal tip split with minor soft tip damage. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip split and difficulty introducing sheath were confirmed based evaluation of the returned device. However, no manufacturing non-conformance was identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, ''as reported, while the introducing the esheath into the vessel, physician detected the crack on the tip of the esheath. There were difficulties inserting the esheath into the patient''. Evaluation of the returned device revealed a sheath distal tip split. Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. The presence of calcification and tortuosity can create a challenging pathway for sheath insertion, as calcification can create friction and damage through contact with the sheath, while tortuosity can subject the sheath to suboptimal angles. Additionally, it is possible that combined with interaction with access vessel characteristics, the sheath was excessively manipulated to overcome the resistance experienced during sheath insertion, contributing to the splitting of the sheath distal tip. However, as no patient related information or imagery was provided, this is unable to be determined. As such, insufficient information was provided, a definitive root cause for the reported sheath insertion difficulty is unable to be determined at this time. However, it is possible that procedural factors (excessive manipulation) may have contributed to the sheath distal tip split. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions, nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.